Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the surgeon was able to squeeze the handle but was not able to press the green button. It was stated that the stapler did not fire. They replaced the stapler to complete the case. There was no patient injury.